Manufacturer narrative:
(B)(4). Date sent: 09/11/2025 d4: batch #unk additional information was requested, and the following was obtained: 1. The blood was oozing at a constant rate from the distal end of the staple line. Would not have stopped without surgical intervention, which in this case were clips 2. Blood loss total is unknown 3. No transfusion was necessary this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on the first fire on the sleeve, the surgeon noticed that the staples did not form correctly, and there was significant oozing along the staple line. The surgeon clipped the staple line. There were no adverse patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2025. Device history review: a manufacturing record evaluation was performed for the finished ech60l, with lot/batch number a9872k, and no non-conformances were identified.